Manufacturer narrative:
Ortho performed retain testing, batch review, and a complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Complaint reporter is reporting a discrepant negative antibody identification result for a patient using 3% resolve panel c in tube method. Complainant/complaint reporter: (B)(4)- ortho product support specialist. Reported on: (6 july 2019 by (B)(4) to the orthocare helpdesk. Event date: (B)(6) 2019. Software version: not applicable. Reagents: resolve panel c lot rc488 expiry date 13 august 2019 (manufacture date 11 june 2019). Patient information: probable aspecific cold agglutinins the customer reported that on (B)(6) 2019, they tested a patient sample for antibody identification using resolve panel c lot rc488, ortho bliss lot 280561 and ortho biovue system ahg anti-igg cassette lot igc057h in conjunction with their ortho vision biovue analyser and that they had obtained: - (B)(6) reactions with cells 2, 3, 5, 6 and 11 of the red cell reagent. - (B)(6) reactions (0.5+ reaction strength) with cells 7, 8 and 9 of the red cell reagent. - indeterminate ¿?¿ reactions with cells 1 and 10 of the red cell reagent. The customer reported that they would have graded cell 2 as an indeterminate reaction as opposed to a negative reaction. The discrepant misread reaction obtained by the customer for this patient is investigated under ((B)(4)). The customer reported that, they retested this patient for antibody identification using resolve panel c lot rc488 in manual method and that they had obtained (B)(6) reactions with all cells of the red cell reagent. No further detail was provided. The customer stated that no biased result was reported to the physician. The customer stated that the patient was not harmed.